Event description:
Integra lifesciences received a report regarding a mayfield modified skull clamp which was described as, "it is too loose between the piston and the pawl arm even if the device is fixed on the patient. The piston spring is worn." The event led to an increase of the surgery time by 30 minutes. There was no patient injury or death involved with this event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.